Event description:
We received an allegation about discrepant results for 1 patient's sample tested with glucose (gluc) assay and 1 patient's sample tested with creatinine (crea2) assay on a cobas 6000 c (501) module. Sample 1 (patient 1): initial gluc result: 7 mg/dl. Repeat gluc result: 125 mg/dl. Sample 2 (patient 2): initial crea2 result: 10.08 mg/dl. Repeat crea2 result: 0.79 mg/dl. No questionable results were reported outside of the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The gluc reagent lot number was 69826801 with an expiration date of 31-mar-2024. The crea2 reagent lot number and expiration date were not provided. Qc was performed and was acceptable. There was no indication of a reagent performance issue. The alarm trace did not show any abnormalities. The field service engineer (fse) found that the customer installed the rinse head incorrectly and cut several rinse tubes in the process. The fse replaced all rinse tubes and adjusted the cell rinse levels. The fse did a performance check and the instrument was performing within specifications. The service actions (replacing all rinse tubes and adjusting cell rinse levels) resolved the issue.